Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. Device passed the displacement test, sleep current measurement, active current measurement and self test. Device was received with normal operating currents. Device was monitored for several hours and no unexpected powering off or blank display noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump screen went blank. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated display was blank currently. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment and spring were neither damaged nor corroded. Customer stated that insulin pump has not been in use since its brand new. The customer was assisted with troubleshooting and display did not returned back. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.